Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse completed a full preventative maintenance and replaced both the vio integrated electrosurgical generator unit (iesu) and the e-100 generator. All test drives and system verification completed. No more issues. As of the date of this report, both the iesu and the e-100 generator have not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu) had no energy output. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. The probable root cause cannot be determined based on the information provided as no error codes were identified and testing performed during the field service engineer inspection was unable to reproduce the issue.